Manufacturer narrative:
(B)(4). The device was manufactured january 4, 2015 -january 6, 2015. The device was received for evaluation. Functional testing did not reveal any evidence of flow at the distal luer. Microscopic inspection of the flow restrictor revealed micro air bubbles blocking the fluid path inside the lumen of the glass capillary. The reported condition was verified. The cause of the condition was determined to be due to the micro air bubbles. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume infusor did not flow. It was observed that 48 hours into the infusion a lot of the unknown drug remained in the device. The user disconnected the device from the patient and noted that no solution flowed from the device. There was no patient injury or medical intervention associated with this event.. No additional information is available.